Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high troponin I (accutni) pt sample result generated on their access 2 immunoassay system. The erroneously high accutni pt sample result was reported outside of the laboratory. A cardiac biopsy was performed on the pt which yielded negative results. The customer suspects the presence of heterophile antibodies in the pt sample which could potential interfere with the performance of the accutni assay. Quality control data was not provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. The pt sample was sent to bec for analysis. It was determined that the customer's accutni result was falsely elevated due to interfering substances in the pt sample. The following info is indicated in the product labeling: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have rec'd immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies." This reportable event was identified during retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.